Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-april-2019 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: mfg date: 30-april-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller. Model #: 1420 / catalog #: 1420 / expiration date: / serial#: (B)(4). Mfg date: labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery did not recharge and exhibited poor mechanical connection as there was an inability to attach the battery to the controller. The controller exhibited poor mechanical connection on the power port and an unknown alarm and a second controller exhibited poor mechanical connection and a long alarm due to the empty internal battery. The battery and the two controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for the device evaluation and investigation completion being revised. Product event summary: the two controllers ((B)(6)) and one battery ((B)(6)) were returned for evaluation. One alarm adapter with unknown lot number was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection of the returned battery revealed worn damage on the battery connector. The observed damage did not affect the functionality of the device. The worn connector did not affect the functionality of the device; the battery was able to adequately connect to a test controller. The battery was able to fully charge on the test battery charger; however, functional testing revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional observation not related to the reported event. The most likely root cause of the observed abnormal relative state of charge event can be attributed to an estimation error. Failure analysis of (B)(6) revealed a bent pin power port two of the controller. The bent pin did not allow a power source to properly connect to the controller. Log file analysis associated with (B)(6) revealed a vad disconnect alarm logged on (B)(6) 2022 at 14:25:47 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. The controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Functional testing of (B)(6) revealed the no power alarm functioned as intended. Log file analysis associated with (B)(6) revealed the controller was not in use during the reported event date; a vad disconnect alarm was logged on 19-may-2022, indicating the controller was powered up with no pump connected. Other alarms were logged within the analyzed period. Functional testing revealed the no power alarm functioned as intended. A test adapter was able to silence the no power alarm from the controller. Review of the controller's internal logs did not reveal any anomalies associated with the internal battery voltage. As a result, the reported "long alarm due to the empty internal battery" and battery not charging events were not be confirmed. The reported poor mechanical connection events involving (B)(6) and (B)(6) could not be confirmed; however, it is likely the worn battery connector contributed to the reported poor mechanical connection event. The reported alarm adapter inability to silence event could not be confirmed. The observed vad disconnect alarm involving (B)(6) might have contributed to the reported "long alarm" event. As a result, the reported "long alarm" event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving an alarm adapter unable to silence the no power alarm can be attributed, but not limited, to a faulty alarm adapter. Based on an investigation conducted under CAPA pr00384004, the root cause of the reported bent socket pins within the serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The root cause of observed bent socket pin within the power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the damaged data cable connector can be attributed to wear, likely due to normal disconnection and reconnection between the data cable and metal serial port connector on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The prior supplemental rr was missing the h7 (if remedial action is initiated, check type) the recall was not checked off and h9 the correction number was not provided. Recall has been checked off and the correction number has been updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the when the batteries were connected to the second controller the long alarm sounded and that the patient was not able to stop it even with trying the "red mute thing" alarm adapter. The second controller was then wrapped in towels and placed in the garage and where the alarm went off after a few hours.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional event details. The prior regulatory report did not contain information about the additional product the alarm adapter that failed to silence the alarm on the controller. The alarm adapter has been added and the event description has been updated. Additional products: d1: heartware ventricular assist system ¿ alarm adapter d4: model #: unk/ catalog #: unk / expiration date: unk / serial or lot#: unknown UDI #:asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034 h6: FDA device code(s): a27 h6: FDA method code(s): b26 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the two controllers (con413146, con408208) and one battery (bat599447) were returned for evaluation. The one alarm adapter with unknown lot number was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection of the returned battery revealed worn damage on the battery connector. The observed damage did not affect the functionality of the device. The worn connector did not affect the functionality of the device; the battery was able to adequately connect to a test controller. The battery was able to fully charge on the test battery charger; however, functional testing revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional observation not related to the reported event. The most likely root cause of the obs erved abnormal relative state of charge event can be attributed to an estimation error. Failure analysis of con408208 revealed a bent pin power port two of the controller. The bent pin did not allow a power source to properly connect to the controller. Log file analysis associated with con408208 revealed a vad disconnect alarm logged on (B)(6) 2022 at 14:25:47 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Failure analysis of con413146 revealed that the controller passed visual inspection and functional testing. The controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Functional testing of con413146 revealed the no power alarm functioned as intended. Log file analysis associated with con413146 revealed the controller was not in use during the reported event date; a vad disconnect alarm was logged on (B)(6) 2022, indicating the controller was powered up with no pump connected. Other alarms were logged within the analyzed period. Functional testing revealed the no power alarm functioned as intended. Review of the controller's internal logs did not reveal any anomalies associated with the internal battery voltage. As a result, the reported "long alarm due to the empty internal battery" and battery not charging events were not be confirmed. The reported poor mechanical connection events involving con408208 and bat599447 could not be confirmed; however, it is likely the worn battery connector contributed to the reported poor mechanical connection event. The reported alarm adapter inability to silence event could not be confirmed. The observed vad disconnect alarm involving con408208 might have contributed to the reported "long alarm" event. As a result, the reported "long alarm" event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving an alarm adapter unable to silence the no power alarm can be attributed, but not limited, to a faulty alarm adapter. Based on an investigation conducted under CAPA pr00384004, the root cause of the reported bent socket pins within the serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The root cause of observed bent socket pin within the power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the damaged data cable connector can be attributed to wear, likely due to normal disconnection and reconnection between the data cable and metal serial port connector on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Additional products: d4: serial or lot#: bat599447 d10: yes, return date: 08-jun-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c10 h6: FDA conclusion code(s): d02 d4: serial or lot#: con408208 d10: yes, return date: 08-jun-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706 h6: FDA conclusion code(s): d01 d4: serial or lot#: unknown h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.